Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor plug was returned and properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the adc meter. Sensor readings of 308 mg/dl, 306 mg/dl, 287 mg/dl, 373 mg/dl and 337 mg/dl were received and compared to capillary readings of 102 mg/dl, 102 mg/dl, 108 mg/dl, 142 mg/dl and 153 mg/dl respectively. Customer further reported he self-administered an unspecified amount of insulin and subsequently experienced symptoms of hypoglycemia described as dizziness and was unable to self-treat. A non hcp administered glucagon injection as treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the adc meter. Sensor readings of 308 mg/dl, 306 mg/dl, 287 mg/dl, 373 mg/dl and 337 mg/dl were received and compared to capillary readings of 102 mg/dl, 102 mg/dl, 108 mg/dl, 142 mg/dl and 153 mg/dl respectively. Customer further reported he self-administered an unspecified amount of insulin and subsequently experienced symptoms of hypoglycemia described as dizziness and was unable to self-treat. A non hcp administered glucagon injection as treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.